Manufacturer narrative:
One workmate¿ claris¿ display plus amplifier was received for analysis. No accessories or original packaging were available for inspection. Visual inspection of the returned product confirmed all input and output connectors are free of physical damage and all labeling is legible and correctly oriented. Inspection of the internal components confirmed that all the expansion cards were fully seated and all the data cables were secured. During initialization it was confirmed that the returned amplifier passed the startup hardware self-test and successfully initiated communications with the workmate claris workstation as anticipated. A twenty-four-hour communication test was performed at the transfer rate of approximately 2000 packets per second. It was verified that the returned amplifier did not encounter errors, missing or dropped packets during the communication test period. The results of the investigation determined that the returned amplifier functioned correctly during the hardware evaluation performed. The root cause of the field reported event cannot be conclusively determined as no communication interrupts or hardware related issues were identified. The returned product operated as designed during the evaluation period. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.s

Event description:
During the beginning of the procedure, an amplifier disconnect error message was received. Two fiber optic cables were replaced with no resolution so the procedure was cancelled and rescheduled. There were no adverse patient consequences.